Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 1 year post procedure, the patient had plugs implanted around the valve due to paravalvular leak. The patient previously had 2 sapien xt valves implanted. The patient's native annulus was 24mm by tee, had moderate native annular calcification and moderate native leaflet calcification.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause for the pvl could not be determined with the limited available information. However, cardiac remodeling may be a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Despite multiple attempts at retrieval, additional information was not provided.